Manufacturer narrative:
The customer found the leak was coming from the cap of the wash concentrate reagent bottle. The customer replaced parts and adjusted the unit. The customer cancelled the service call.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leakage in the hydro-pneumatic compartment of unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.